Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 8.7 cm fusiform abdominal aortic aneurysm approximately 25 months ago. The infra-renal neck angle was 27 degrees. The proximal aorta was 27-29 mm in diameter and 44 mm in length. The distal aorta was 20 mm in diameter. The right iliac artery was 15-17 mm in diameter and the left iliac artery was not reported. The femoral arteries were 10 mm in diameter. The right and left iliac arteries were moderately tortuous with no stenosis. The circumferential aorta had 75% mural thrombus/calcification. The bifurcated stent graft was implanted from the right, the contralateral limb from the left, a (B)(4) contralateral limb from the left side, a (B)(4) extension from the right and a (B)(4) extension from the right side. The proximal end of the graft was placed such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. A hepatico-renal bypass (right side) was performed due to the short infrarenal neck. Three weeks post implant the patient presented with gastrointestinal complications (severe abdominal pain). Patient was admitted because of possible diverticulitis and was treated with medication. At CT-scan was done and there was no difference seen compared with CT-scan post implant. Some evidence of diverticulosis, however no changes in the stent graft observed. Pain was relieved by medication and patient went home that evening. Two days later the patient presented again at emergency room with abdominal pain. Patient was treated and sent home. This event was found to not be related to the study device or procedure. A type iii stent graft separation was discovered by CT 19 months post implant. Ultrasound and CT showed severe retroperitoneal hematoma, vessel rupture/dissection and aneurysm rupture caused by the type iii endoleak, which was caused by a disconnection between the bifurcated stent graft and the right extension. A (B)(4) contralateral limb was placed to resolve the type iii endoleak. Patient was then admitted to the ICU and developed a cold right leg, on the distal side no pulsations detected. Patient then developed multi organ failure and died two days later. A final evaluation revealed multi organ failure and sepsis, severe retroperitoneal bleeding and occlusion of the iliac extension in right iliac artery. These adverse events were found to be related to the study device and study procedure. Furthermore, there was a dissection at the right external iliac. No additional information was provided..

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak, rupture, infection, dissection, occlusion, death).